Event description:
Additional information was received indicating diagnostic imaging was performed which confirmed lead dislodgment. The lead was explanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was observed on the left ventricular (lv) lead due to suspected lv lead dislodgment. The device was reprogrammed to resolve the event and the patient was in stable condition.